Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the filament of gauze that was removed caused the communication error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse observed presence and subsequent removal of a small filament of tissue (gauze). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the evis exera iii xenon light source exhibited unsupported scope error e215 and scope communication error b30 when inserted to a column. It was noted, the device was connected into another column and the same errors occurred. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the scope involved in this event (model: pcf-h190l, serial: (B)(4)).